Event description:
On (B)(6) 2011, a customer notified a tosoh bioscience customer support specialist with the following info: "we recently had an issue where a pt's troponin was erroneously reported as positive (5.89 ng/ml). The laboratory was notified by the pt's nurse that this was the only result in a series of 5 that was positive, and when we repeated the specimen, the troponin was <0.06. We have ruled out transcription error as a likely cause. The sample run just prior to the erroneous result showed a "ws" flag; no error flags were seen on the pt in question." No treatment was administered based on this result.

Manufacturer narrative:
(B)(4).